Manufacturer narrative:
Concomitant product: non-cfn needless adapter, therapy date (B)(6) 2015. The customer¿s report that the end of the tubing was broken was confirmed. The set was visually inspected for damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. The male luer was damaged as a large section of its collar was broken off and missing. Vertical and horizontal cracks were also visible around the remaining portion of the collar. Further visual inspection of under magnification observed existence of the vertical and horizontal cracks. Stress and tool marks were not observed. There were no other damages or anomalies observed on the remainder of the set and its components. Functional testing was not performed due to the obvious damage to the male luer collar. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the end of the tubing broke when being disconnected after use on a patient. There was no report of any patient harm.